Event description:
A customer reported experiencing "no phaco." Before surgery. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The issues with phacoemulsification were due to improper tip selection and 2 damaged handpieces. The customer was instructed on how to identify proper tip selection and save the proper default tip under the doctor¿s settings, and suggested the damaged handpieces be removed from service. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 14, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to improper tip selection and use of damaged handpieces. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).